Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The patient's cgm sensor was replaced. At the time of the change, patient was feeling well. Afterward, the patient took a 2-hour drive and ate breakfast. During the drive, the cgm read around 60 mg/dl; however, patient did not feel any symptoms and no bgm was available at that time. The patient stopped at a gas station and consumed candy based on the cgm reading. After returning home at 7:10 pm, the cgm reading was 171 mg/dl and bgm was 214 mg/dl. The patient reported back pain and not feeling well. He drank water and consumed a low-carbohydrate meal. Later, cgm reading increased to 218 mg/dl while bgm was 233 mg/dl. At approximately 10:00 pm, bgm was reported to be above 350 mg/dl no cgm available reported. Patient considered going to the emergency room (ER), but cgm readings began to decrease and he started feeling better, so the ER visit did not proceed. In the early morning hours of sunday, on (B)(6) 2026, at approximately 2:00 am, patient experienced extreme pain. The cgm showed 56 mg/dl, and he was given half a pouch of sugar. A bgm reading obtained afterward was 117 mg/dl. At 2:18 am, cgm readings fluctuated, showing 64 mg/dl and then 87 mg/dl. Patient consumed 2 tablespoons of butter. Subsequent readings showed bgm at 148 mg/dl and cgm at 111 mg/dl. A calibration was performed, after which cgm read 118 mg/dl while bgm was 120 mg/dl. Due to ongoing concerns with inconsistent cgm readings, patient went to the ER later that day. Upon arrival, cgm reading was 139 mg/dl and bgm was 165 mg/dl. Another calibration was completed, after which cgm displayed 161 mg/dl and bgm remained at 165 mg/dl. The patient remained at the ER from approximately 10:30 am to 2:04 pm. During the ER visit, he underwent x-ray imaging, laboratory testing including cbc, and glucose monitoring. The patient was treated for elevated bg (unspecified medication) and back pain and was given flexeril and hydrocodone/acetaminophen. The patient was reported to be lethargic, barely able to speak, and sleeping most of the time. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After returning home at 7:10 pm, the reported glucose values fall within the b zone of the parkes error grid. After drinking water and consuming a low-carb meal, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The patient's cgm sensor was replaced. At the time of the change, patient was feeling well. Afterward, the patient took a 2-hour drive and ate breakfast. During the drive, the cgm read around 60 mg/dl; however, patient did not feel any symptoms and no bgm was available at that time. The patient stopped at a gas station and consumed candy based on the cgm reading. After returning home at 7:10 pm, the cgm reading was 171 mg/dl and bgm was 214 mg/dl. The patient reported back pain and not feeling well. He drank water and consumed a low-carbohydrate meal. Later, cgm reading increased to 218 mg/dl while bgm was 233 mg/dl. At approximately 10:00 pm, bgm was reported to be above 350 mg/dl; no cgm available reported. Patient considered going to the emergency room (ER), but cgm readings began to decrease and he started feeling better, so the ER visit did not proceed. In the early morning hours of sunday, 04/10/2026, at approximately 2:00 am, patient experienced extreme pain. The cgm showed 56 mg/dl, and he was given half a pouch of sugar. A bgm reading obtained afterward was 117 mg/dl. At 2:18 am, cgm readings fluctuated, showing 64 mg/dl and then 87 mg/dl. Patient consumed 2 tablespoons of butter. Subsequent readings showed bgm at 148 mg/dl and cgm at 111 mg/dl. A calibration was performed, after which cgm read 118 mg/dl while bgm was 120 mg/dl. Due to ongoing concerns with inconsistent cgm readings, patient went to the ER later that day. Upon arrival, cgm reading was 139 mg/dl and bgm was 165 mg/dl. Another calibration was completed, after which cgm displayed 161 mg/dl and bgm remained at 165 mg/dl. The patient remained at the ER from approximately 10:30 am to 2:04 pm. During the ER visit, he underwent x-ray imaging, laboratory testing including cbc, and glucose monitoring. The patient was treated for elevated bg (unspecified medication) and back pain and was given flexeril and hydrocodone/acetaminophen. The patient was reported to be lethargic, barely able to speak, and sleeping most of the time. No other details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After returning home at 7:10 pm, the reported glucose values fall within the b zone of the parkes error grid. After drinking water and consuming a low-carb meal, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.